Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d354vrg implantable cardioverter defibrillator, (B)(6) 2013. (B)(4).

Event description:
It was reported that there was evidence of t-wave oversensing (twos) on the right ventricular (rv) lead which caused the device to inhibit pacing. The sensitivity on the device was adjusted and the rv lead remains in use. It was also reported that the patient gets lightheaded when quickly getting up from a seated or lying position and is symptomatic when climbing stairs. It was recommended to check the rate response on the device. No further patient complications have been reported as a result of this event.